Event description:
Cdomplainant reports fitness center, has tanning beds which are unsupervised, no eye goggles, broken plastic on beds over uv bulbs, unlimited sessions and questions about labeling/directions.